Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 430 mg/dl. Customer had changed the reservoir. During troubleshooting, found one of the basal rates was wrong. Customer will not be returning the device for analysis.